Event description:
Natrelle saline breast implants. I have become increasingly ill over the past 6 years. I¿m constantly fatigued. I can¿t think clearly, have heart palpitations, hot all the time, but also more sensitive to cold, my hands shake, my vision has declined rapidly, I can¿t remember the most simple words or the names of people I¿ve known forever. I can¿t focus and I own a consulting firm. I have to focus. I¿ve lost business because of all of this. I haven¿t had joy in life in years. My hair is thinning, I have more difficulty taking deep breaths. I have lumps in my left breast, hurts constantly. My right breath has shooting pain. The left under arm aches and stings. I have low thyroid. I don¿t sleep well at all. I¿m anxious all of the time . I have horrible under eye dark circles and puffiness. I have no libido. I feel like I spend each day going through the motions of being alive.